Event description:
Investigation of a catheter which was returned for problems with deflation, revealed a tip bond separation.

Manufacturer narrative:
Visual inspection of the returned catheter revealed the tip shaft bond had separated. Evidence of the tip shaft having been adequately secured with uv adhesive was confirmed by the presence of a uniformed band of adhesive around the entire tip shaft. Visual appearance of the separation was consistent with having encountered resistance at the distal tip shaft and force having been applied to the proximal half of the shaft causing the separation. The catheter was still able to deflect correctly in both directions and the loop does cinch when actuating the lever. No deflation anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. (B)(4).